Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a paroxysmal af pulse field ablation procedure. It was mentioned the during purging of the sheath, the sheath was replaced as the hemostatic valves leakage was also noted. However, bubbles kept forming; so, the farawave catheter was also exchanged. The procedure was completed successfully, and no patient complication were reported. The devices are not expected to be return for analysis as they were disposed.